Event description:
It was reported by an attorney that a patient underwent an abdominal sacrocolpopexy to repair a vaginal prolapse on (B)(6) 2000 and mesh was implanted. In (B)(6) 2001, the patient complained of recurrent prolapse symptoms, vaginal discharge and dysuria. The patient was prescribed estrogen. In (B)(6) 2003, the patient complained of blood-stained vaginal discharge and a small cyctocele was evident. In (B)(6) 2004, a protrusion of mesh through top of vagina was noted and mesh was excised in (B)(6) 2004. The patient experienced bleeding in (B)(6) 2009 and complained of lower abdominal discomfort, difficulty emptying bladder and needing to strain in (B)(6) 2009. In (B)(6) 2010, patient experienced upper vaginal discomfort, discharge and stress incontinence. In (B)(6) 2011, the patient experienced urine leakage and vaginal discomfort, with a cystocele and rectocele evident upon exam. The patient continued to have recurrent urinary tract infections treated with antibiotics. In (B)(6) 2012, the patient complained of increasing pelvic pain, sensation of bladder fullness and vaginal discharge. An MRI scan showed significantly thickened oedematous mesh consistent with chronic infection. In (B)(6) 2013, the patient underwent mesh removal during which a chronic, thick walled deep pelvic abscess was confirmed around the area of the mesh. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.